Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400 mg/dl with crankiness and abdominal pains associated with an a loss of prime issue. Reportedly, the patient remained on the insulin pump and was treated with insulin via their pump. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. The reporter stated that the pump continued to emit loss of prime warnings despite changing the cartridge multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: a review of the black box showed no loss of prime events. An ezprime sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor calibration check was within specification. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.